Event description:
It was observed that during the device evaluation, the single use 3-lumen sphincterotome v exhibited torn coating, and the broken portion was scorched and melted. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for evaluation/inspection. Based on the results of the investigation, the break was identified. It is likely the result of the coated portion of the cutting wire was torn, and the broken portion was scorched and melted; however, a definitive root cause could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.